Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# : va1kps7, implanted: (B)(6) 2017: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what were the circumstances that led to your lead twisting in 2017, the patient noted thing changed and the issue happened twice. As a result of what was reported, the patient decided to have the implant removed completely. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 3889-28, lot# va1kps7, implanted: (B)(6) 2017. Product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1kps7, ubd: (B)(4), UDI#: (B)(4). Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that shortly after implant the patient called their healthcare provider to tell them they were sitting on the implant, the ins moved. The patient stated the healthcare provider confirmed and scheduled a revision. The patient noted the healthcare provider told them that they used a sleeve and said the ins and lead were twisted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via manufacturing representative regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had discomfort at the battery site but the battery life and impedance were both within normal limits. The hcp reported that the battery pocket was revised/moved and the issue was resolved. There were no further symptoms or complications reported or anticipated.